Manufacturer narrative:
The events of capsular contracture and auto-immune/connective tissue disorder are physiological complications and analysis of the device generally does not assist allergan in determining probable cause(s) for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Connective tissue disease (ctd): ¿ connective tissue diseases include diseases such as lupus, scleroderma, rheumatoid arthritis, and fibromyalgia. ¿ there have been a number of published epidemiological studies which have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. ¿ the most recent of these concluded that the weight of the evidence did not support a causal association between implants and definite or atypical ctd. The study size needed to conclusively rule out a small risk of connective tissue disease among women with silicone gel-filled implants would need to be very large. The published studies taken together show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. These studies do not distinguish between women with intact and ruptured implants. Only one study evaluated specific connective tissue disease diagnoses and symptoms in women with silent ruptured versus intact implants, but the study was too small to rule out a small risk.

Event description:
Patient reported right side: capsular contracture, baker grades unknown, device is causing extreme shortness in breath, hypothyroidism, large cyst, chest pain. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening extended, encapsulation, fold crease,s and wear abrasion. A weight test of the device was verified the device was underweight. A microscopic analysis was performed which identified one opening crease sharp assessed as fold flaw opening. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Additionally, healthcare professional confirmed capsular contracture, baker grade unknown.